Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal, ectopic pregnancy, discharge vaginal, hyperglycemia and anemia. Concurrent conditions included uterine fibroid, haemorrhage nos, endometrial curettage and paratubal cyst. Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015 for asthma as well as nsaids since (B)(6)2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary track"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(4) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2011: multiple leiomyoma are noted that prominent measuring 2.5cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs and medical record received. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: urinary tract, depression and mental anguish. New reporter information, patient details, concomitant condition, concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal, ectopic pregnancy, discharge vaginal, hyperglycemia and anemia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine fibroid, haemorrhage nos, endometrial curettage, paratubal cyst and asthma. Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015 for asthma as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary track/ bladder/urinary problems - uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hyperglycaemia ("hyperglycemia") and abdominal pain lower ("lower abdominal pain (cramping)"). The patient was treated with surgery (hysterectomy(full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain, hyperglycaemia and abdominal pain lower had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, hyperglycaemia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded total bilateral occlusion bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2011: multiple leiomyoma are noted that prominent measuring 2.5cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- fu 4 and fu 5 is proceeded together fu 4 is significant. New event cramping was added. Updated outcome of event cramping. Concomitant condition and historical drug was added. Reports information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('gen. Abnormal. Bleed') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst removal, ectopic pregnancy, discharge vaginal, hyperglycemia and anemia. Concurrent conditions included uterine fibroid, haemorrhage nos, endometrial curettage and paratubal cyst. Concomitant products included salbutamol (albuterol hfa) from (B)(6) 2013 to (B)(6) 2015 for asthma as well as nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: urinary track/ bladder/urinary problems - uti"), abdominal pain ("abdominal pain") and hyperglycaemia ("hyperglycemia"). The patient was treated with surgery (hysterectomy(full) with salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain and hyperglycaemia had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hyperglycaemia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded total bilateral occlusion bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2011: multiple leiomyoma are noted that prominent measuring 2.5cm in diameter. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, anxiety, vaginal haemorrhage and menorrhagia. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter added. Events abdominal pain, gen. Abnormal. Bleed and hyperglycemia added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.